Event description:
It was reported that the patient experienced pain and inappropriate therapy due to the device detecting atrial fibrillation (af). It was also noted that on the interrogation report, four shocks were noted to have been delivered per the episode plot text, but on the episode plot itself and on the electrogram (egm) plot, only one shock was noted. Programming recommendations were made to prevent further shocks due to af and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.